Manufacturer narrative:
(B)(4). Date sent: 8/24/2020 investigation summary the analysis results found that 2cb5st device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, a pinhole was found on the barcode on the wrapping paper. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.